Manufacturer narrative:
Analyzer a serial number was (B)(6). Analyzer b serial number was (B)(6). Analyzer c serial number was (B)(6). The hba1c reagent lot number was 733769 with an expiration date of 31-oct-2024. The field service engineer (fse) visited the customer site on (B)(6) 2024 and replaced valves, diaphragms, and the gear pump on analyzer a (serial number (B)(6)). The fse found an o-ring on a vacuum bottle was damaged and leaking. The fse repeated patient samples and the results were reproducible. The investigation is ongoing.

Event description:
There was an allegation of questionable results for multiple patient samples tested for hba1c between 3 cobas c 513 analyzers at the customer site (analyzer a, analyzer b, and analyzer c). The customer reviewed patient samples that had been tested since (B)(6) 2024 and discrepant results were identified for 27 patient samples tested between the customer¿s three c513 analyzers. Refer to the attached data for the patient results.

Manufacturer narrative:
The customer repeated approximately 10,000 patient samples to check instrument performance on 3 c513 analyzers (analyzer a serial number was (B)(6) , analyzer b serial number was (B)(6) , analyzer c serial number was (B)(6)). The customer questioned the results for 63 patient samples. Of the data provided for the 63 patient samples, the results for 16 patient samples were discrepant. Refer to the attached data for the patient results. For analyzer a (serial number (B)(6) ): the field service engineer (fse) performed a system health check on (B)(6) 2024 and performed additional preventive maintenance on (B)(6) 2024. The analyzer was operating within specification. For analyzer b (serial number (B)(6) ): the fse readjusted the sample probe, reagent probes, and rinse levels, replaced seals, diaphragms, and the gear pump head, and cleaned the vacuum valves. The analyzer was operating within specification. For analyzer c (serial number (B)(6) ): the fse adjusted the reagent probe and cleaned a valve and the cell rinse nozzles. The analyzer was operating within specification. For all 3 analyzers: reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. Since multiple service actions were completed, the specific cause of the event could not be determined. The service actions resolved the issue. The customer has not complained of any further issues.